Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not recommend the accurate bolus amount based on the blood glucose (bg) value and carbohydrates values entered. The customer's blood glucose level was 139 mg/dl. During troubleshooting with tandem technical support it was determined that the settings were correct in the pump. Customer declined to continue further troubleshooting.